Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case otherwise no appearance of any physical damaged. Check syringe plunger sensor was found at power up. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be the left flipper was found touching the top of the ear clip when plunger assembly was pushed all the way in. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a syringe plunger sensor error. No patient injury was reported.